Event description:
During the inspire implant while the surgeon was tunneling, it caused bleeding. Caller reported the surgeon applied pressure for about 5 min and used bipolar cautery which stopped the bleeding after 10-15 min. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).